Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a rib fracture on (B)(6) 2020, the handle for 90 degrees screwdriver and adaptor for the 90 degrees screwdriver bound up together. The procedure was successfully completed with the manual 90 degree screwdriver. There was a ten (10) minutes surgical delay reported. Patient status is unknown. This report is for one (1) handle for 90° screwdriver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the 90 degree screwdriver bpd adapter (part # sd03.505.006 / lot # h792900) and handle for 90° screwdriver (part # 03.505.004 / lot # 8145704) was received at us cq. Both devices were received mated together. There were no visual defects on the exterior of the devices, it was unable to determine if other visual defects were present in the internal features of the devices as the devices could not be separated. The overall complaint was confirmed for the received handle for 90° screwdriver. Although no definitive root-cause can be determined its possible there was an internal mechanical failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part no.: 03.505.004, lot no.: 8145704, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 30.mar.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.